Manufacturer narrative:
Device used beyond expiry date. No issue reported with performance of the device. No device returned for evaluation. Device or procedural notes were not received. Conclusions: device used beyond expiry date.

Event description:
It was reported that a launcher guide catheter was used in a patient three days past its expiry date. No patient symptoms or complications reported associated with this event.

Manufacturer narrative:
Results: based on available information, root cause cannot be determined. Conclusions: based on available information, root cause cannot be determined. (B)(4).